Event description:
While the physician was advancing the guidewire during an embolization of an unruptured middle cerebral artery (mca) aneurysm, the device perforated the aneurysm dome resulting in a hemorrhage as confirmed on imaging. The aneurysm rupture and increased intracranial pressure resulted in a stroke. The physician attempted to coil the aneurysm to stop the bleeding. The procedure was aborted due to the reported event. No further details were reported.

Event description:
While the physician was advancing the guidewire during an embolization of an unruptured middle cerebral artery (mca) aneurysm, the device perforated the aneurysm dome resulting in a hemorrhage as confirmed on imaging. The aneurysm rupture and increased intracranial pressure resulted in a stroke. The physician attempted to coil the aneurysm to stop the bleeding. The procedure was aborted due to the reported event. No further details were reported.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Aneurysm rupture, hemorrhage and stroke are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
The device is not available to the manufacture.